Manufacturer narrative:
Device returned for inspection. No notable damage on sensor. Tests of sensor system found the sensor is functioning as expected. When the reservoir level reaches below safe flow level, pump slows down until level reaches above safe flow again. No fault observed.

Event description:
The perfusionist reported the arterial pump did not slow down when safe flow level of the blood reservoir was hit.